Event description:
The generator underwent product analysis and various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. There were no performance or any other type of adverse conditions found with the pulse generator. The lead was not received into product analysis, but images of the lead post-explant were received. Product analysis of the lead is not conclusive as only images were provided. Although difficult to state conclusively, review of the images provided, and based in the appearance of the smaller piece of two pieces shown in the photograph, the image shows what appears to be organic matter covering the end portion of the smaller piece suggesting that a possible discontinuity is present at the end of the of the portion. No further relevant information has been received to date.

Event description:
It was reported that high impedance was observed on this patient's device during a regular follow-up visit. An x-ray was performed by the physician's office and they reported that a disconnection point could not be identified from the image. A generator diagnostic was performed during the patient's prophylactic generator replacement and it was confirmed that there was no problem with the generator. The lead was then re-inserted into the generator and high impedance was still seen, and therefore the lead and generator were replaced. The lead impedance was shown to be within appropriate range after the replacement. The generator was received by the manufacturer, but analysis has not been completed to date. The lead has not been received by the manufacturer to date. No additional relevant information has been received to date.